Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant downstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "downstream occlusion: alarm was confirmed and reproduced during eval. The measurement of the gap between the ds plate shim and the sensor mounting surface was found to be .150" width is out of spec and caused the false downstream occlusion alarms. The device was reworked and the downstream sensor was replaced to correct this condition.